Manufacturer narrative:
Continuation of d10: product ID 5076-65 lot implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that six weeks post implant the patient experienced syncope. The right ventricular (rv) lead exhibited low impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.it was further reported that the rv lead exhibited unstable thresholds and impedance. It was also reported that the syncope was not believed to be related to the rv lead. It was further reported that the implantable pulse generator (ipg) exhibited false low impedance warning on the rv lead. The ipg remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.